Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that there was short v-v intervals and a very abrupt but short rise in impedence on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.